Manufacturer narrative:
The 142 cm. Palmaz genesis 6.0 x 15 stent mounted on an amiia delivery system stent (sds) was delivered to the target lesion and inflated several times. After the inflations, the sds was attempted to be removed through the unknown guiding catheter (gc) but it became stuck. Therefore the sds and gc were successfully removed as a unit. The procedure finished successfully. There was no reported patient injury. The target lesion was the unknown. The lesion was reported to be: heavily calcified, tortuous, and the percent stenosis unknown. A vista brite tip guiding catheter was received along with the complaint product. Additional information received indicated that the guiding catheter used was unknown. There was no reported product issue with the guiding catheter used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. It was not known: if the inflation device used was a cordis product, if there was any reported product issue with the inflation device used, what contrast was used to prep the device, what the ratio of contrast to saline used was, if there was any reported difficulty implanting the stent, if there was any reported inflation difficulty of the sds, how many times was the device inflated, what the maximum inflation pressure used was, if there was any reported deflation or re-wrapping difficulty reported, if there was any reported difficulty advancing the sds to the intended target lesion, if there was any reported resistance encountered during advancement of the sds through the guiding catheter, tuohy borst valve, or target vessel; if there was any reported difficulty withdrawing the sds from the target lesion after stent deployment, what was the intended target lesion, if the target lesion was peripheral or cardiovascular, if any intervention was necessary as a result of the reported product issue, if the patient was symptomatic as a result of the reported product issue, or if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. Additional information received indicated that it was not known if the vista brite tip (vbt) guiding catheter returned with the complaint product is the same guiding catheter mentioned in the event description. The catalog and lot number for the vbt product is unknown. It was not known if there was any difficulty reported flushing the vbt. It was also not known if the guiding catheter used was thought to be possibly blocked due to the presence of foreign material. No additional information is available. Additional information received indicated that the vista brite tip (vbt) guiding catheter that was returned is the product that was mentioned in the event description (ed). There was no reported problem flushing the vbt guiding catheter and the product was not thought to be blocked with foreign material. No additional information is available. The products were returned for analysis. (B)(4). One non-sterile unit sds rx gen. Amiia 6.0x15 142cm sds was returned with a vista brite tip 6f .070¿ gc. Per visual analysis the balloon had been inflated and deflated. No damages were noted in the device. Per functional analysis a 0.014¿ guide wire (lab sample) was inserted by the tip of the wire lumen and no resistance was felt. Per dimensional analysis the outer diameter (od) of the wire lumen were measured and found within specification. A device history record (DHR) review of lot 17233159 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - withdrawal difficulty-through guide/sheath (peripheral)¿ was not confirmed by analysis of the returned device as functional and dimensional analyses were performed successfully. The exact cause of the reported event could not be confirmed. According to the IFU ¿store in a cool, dark, dry place. Do not use if the inner package is opened or damaged. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush all devices entering vascular system with sterile heparinized saline or similar isotonic solution. During withdrawal of the delivery system, hold a saline soaked gauze around the exposed catheter shaft and pull the catheter through the gauze to remove any excess contrast medium. Prior to insertion or withdrawal of the delivery system, wipe the guidewire with saline soaked gauze to remove any contrast medium. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. After deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Maintaining a vacuum on the balloon, withdraw the delivery system into the csi or guiding catheter. Note: if the delivery system cannot be withdrawn through the csi or guiding catheter, withdraw the catheter as a unit.¿ the device performed as intended and therefore, the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that the vista brite tip (vtb) guiding catheter that was returned is the product that was mentioned in the event description (ed). There was no reported problem flushing the vbt guiding catheter and the product was not thought to be blocked with foreign material. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 142 cm. Palmaz genesis 6.0 x 15 stent mounted on an amiia delivery system stent (sds) was delivered to the target lesion and inflated several times. After the inflations, the sds was attempted to be removed through the unknown guiding catheter (gc) but it became stuck. Therefore the sds and gc were successfully removed as a unit. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the unknown. The lesion was reported to be: heavily calcified, tortuous, and the percent stenosis unknown addendum: a vista brite tip guiding catheter was received along with the complaint product. Additional information received indicated that the guiding catheter used was unknown. There was no reported product issue with the guiding catheter used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. It was not known: if the inflation device used was a cordis product, if there was any reported product issue with the inflation device used, what contrast was used to prep the device, what the ratio of contrast to saline used was, if there was any reported difficulty implanting the stent, if there was any reported inflation difficulty of the sds, how many times was the device inflated, what the maximum inflation pressure used was, if there was any reported deflation or re-wrapping difficulty reported, if there was any reported difficulty advancing the sds to the intended target lesion, if there was any reported resistance encountered during advancement of the sds through the guiding catheter, tuohy borst valve, or target vessel; if there was any reported difficulty withdrawing the sds from the target lesion after stent deployment, what was the intended target lesion, if the target lesion was peripheral or cardiovascular, if any intervention was necessary as a result of the reported product issue, if the patient was symptomatic as a result of the reported product issue, or if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. Addendum: additional information received indicated that it was not known if the vista brite tip (vbt) guiding catheter returned with the complaint product is the same guiding catheter mentioned in the event description. The catalog and lot number for the vbt product is unknown. It was not known if there was any difficulty reported flushing the vbt. It was also not known if the guiding catheter used was thought to be possibly blocked due to the presence of foreign material. No additional information is available.